Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that through remote transmission, high, out of range, pacing lead impedance was observed. The lead appeared to be normal upon additional testing. The issue was suggested to be monitored closely after resetting the patient monitor. No further information is available.